Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During the pt's permanent implant surgery on (B)(6) 2011, the physician performed a laminotomy and placed a paddle lead. When stimulation was initiated to test the paddle lead, the ssep monitor showed there was electrical activity in the right lower leg. Stimulation was turned off, and the electrical activity decreased but continued to show on the monitor for the right lower leg. The paddle was completely removed and the electrical activity in the right lower leg continued. The pt was lifted from sedation and confirmed that she could feel and move both of her legs and feet. After approx 10 mins, the electrical activity in the right lower leg on the ssep monitor diminished and returned to normal. The case was aborted. No additional info is available at this time.